Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) would "come on real strong and then go away." It was stated that the patient felt it for "like a millisecond" and then it would go off. This was first noticed on (B)(6) 2013. The patient could feel this "on and off" even when he was not moving. The patient reported enabling "adaptive stimulation" on (B)(6) 2013. The patient turned adaptive stimulation off on (B)(6) 2013 because "it was not working right." It was reported that the patient felt like the ins was "not functioning like it's supposed to." The patient had turned stimulation down "to almost nothing", but he still felt stimulation too strong. The patient was unable to adjust stimulation and the programmer was showing the "call your doctor" icon. The patient reported having seen this two times. It was unknown what error code there was with the icon. About a week later it was reported that the patient was unable to adjust stimulation. There was a "call your doctor" icon displayed on the programmer. There was also an out-of-regulation (oor) condition displayed on the programmer that was first noticed on (B)(6) 2013. The impedances for group a1=864 and b1=676, neither of which should trigger an oor. It was noted that there was a significant change in stimulation with positional change. There was an x-ray taken and "a few" contacts from each lead appeared to be touching or have the potential to touch. About one week later it was reported that the patient was re-programmed. The previous issue could no be replicated. The patient was receiving stimulation "normally." There were no other interventions or procedures needed. All of the impedances were within normal limits. There was no reason detected for the oor condition. The patient was "doing well." No further information was provided.

Event description:
Additional information received reported that the patient was still having concerns with his device or therapy, but was working with his doctor or representative to resolve them.